Event description:
Account reports one pt reported rash on the skin near the groshong catheter following the notification of the recall. Pt was seen by physician and was diagnosed with a fungal infection that required topical antifungal medication to cure. No further pt injury or incident was reported. Account also notes this pt has multiple medical problems.